Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during the investigation, a review of the black box showed one power reset event after the ¿cs128¿ alarm on (B)(6) 2017. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and no power interruptions occurred during the investigation. Investigators were unable to duplicate the ¿power¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, and the yellow o-ring was visible, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.